Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The ram dump data from (B)(6) 2018 documented rv lead failures in bipolar and unipolar configuration. Based on the information available for analysis, the root cause was not determinable. A loose connection between the rv lead and the pacemaker cannot be excluded. However, no conclusion could be drawn. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data documented rv lead failures in bipolar and unipolar configurations. However, the root cause was not determinable.

Event description:
Rv lead failure was confirmed via iegms on (B)(6) 2018. High impedances were seen. There is no indication of a revision.